Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090062, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7092592, UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and loss of stimulation. It was also noted that the implantable pulse generator (ipg) was moving around and was rubbing in the pants. The patient underwent a spinal cord stimulator (scs) explant procedure and there were no reported complications postoperatively. The explanted devices were discarded by the medical facility.